Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv) monitor to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product associated with this complaint to perform failure analysis (fa). The hrsv monitor has been returned and evaluated by fa. The hrsv was installed onto the test system and on startup the unit immediately showed a dead video feed. The system was left idle for 30 minutes to see if the unit would come back on with no change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure the right eye is out in the console. Normal image is displayed on the touchscreen and the customer reseated the scope prior to calling. The surgeon is positive the console is causing the issue. The technical support engineer (tse) reviewed error logs and found inf 121 indicating right eye never reached desired brightness. The surgeon completed the case using the left eye. The customer was unable to power cycle the system as the surgeon was still using the da vinci scope. The customer called back in after the surgeon was done using the da vinci to further troubleshoot the issue. The tse walked the customer through a system power cycle and reseating the blue fiber cable at the surgeon side console (ssc)/vision side cart (vsc). Customer performed this but the right eye was still black. Tse then had the customer hard power cycle the console and leave the breaker off for 1-20 seconds. Customer performed this but when the system powered on, the right eye was still black. The procedure was completed as planned.